Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. During an unsuccessful cybersecurity upgrade, the pacemaker exhibited backup vvi operation. The upgrade was attempted several times unsuccessfully. The device was restored to normal function. The patient was stable throughout and will be followed normally.